Manufacturer narrative:
Medwatch report # (B)(4). This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set leaked fluid from the side of the IV tubing. This event occurred during patient infusion. It was further reported that medication leaked all over the chair, pump, pole, floor, and the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.